Manufacturer narrative:
Concomitant medical products: bsx crdm, implant date: (B)(6) 2018; 407652 lead, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The right ventricular (rv) leads were removed. The right atrial (ra) lead and left ventricular (lv) lead were capped. Cultures were taken. The system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.